Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the anesthesiologist called in another physician to consult, and with difficulty, the physician was able to insert the cerebrospinal fluid (csf) drain with this instance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the week of (B)(6) 2018, an anesthesiologist could not advance the catheter so the procedure was canceled. There was no known impact or consequence to the patient.